Manufacturer narrative:
D4 - UDI: correction. Manufacturer's investigation conclusion: a direct correlation between (B)(6), the patient outcome, and the events leading up to the patient outcome cannot be conclusively determined through this investigation. Driveline fault alarms were confirmed based on review of the submitted log file. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this log file observation could be indicative of a potential driveline wire compromise. A correlation between the heartmate ii lvas and the reported cardiogenic shock, low flow alarms, and suspected thrombus could not be conclusively established through this evaluation. The submitted log file contained events spanning from (B)(6) 2024. Low flow alarms were captured from (B)(6) 2024, as well as on (B)(6) 2024, due to the estimated pump flow falling below the low flow alarm threshold of 2.5 liters per minute (lpm) for more than 10 seconds. A specific cause for the change in pump parameters cannot be conclusively determined. The log file recorded persistent yellow wrench advisories throughout its entirety, which were associated with driveline fault alarms. No other notable alarms were captured. The log file appeared to show the system operating as intended at the fixed speed. The device was not returned for evaluation. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use outlines potential adverse events, including thrombus, multiple forms of organ failure, and death that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines the indications of thrombus/how to respond to such events and provides information regarding recommended international normalized ratio (inr) range. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms on (B)(6) 2024. A driveline fault was also noted upon interrogation, it was noted that the patient had a history of prior external driveline repair. Log files were submitted for review and confirmed the reported low flows along with the reported driveline faults. User facility medwatch received that states that the patient presented to an outside hospital in cardiogenic shock. The patient was transferred. The basis of the shock was thought to be mainly attributed to thrombus within left ventricular assist device (lvad) outflow graft along with likely external compression. There was no evidence of bleeding, pe (pulmonary embolism) of CT (computed tomography)-pe or significant hypovolemia. The condition worsened during the hospital course with high dose pressor requirement with evidence of multi-organ injury. The patient's international normalized ration (inr) was 4.4 upon admission and remained high throughout the hospital course. The risk of surgical intervention to relieve/remove the outflow graft obstruction was thought to outweigh its benefits. The patient was transitioned to cmo (comfort measures only) and passed peacefully with family at bedside.

Manufacturer narrative:
User facility report: 2201100000-2024-8017 was received 10july2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.